Event description:
There were further low speed and pump stop events on (B)(6) 2023 from 01:01 to 01:52 while on wall power using an ungrounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed internal and external driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log files. A distal-end driveline replacement was performed on 08may2023 and approximately 22¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed breaches in the insulation of the black and orange wires approximately 0.25" and 5.5" from the metal connector, respectively. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional current leakages in the insulation of the remaining driveline wires. (B)(6) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump nipple housing. The distal portion of the dl was returned in one segment measuring approximately 28.75¿. Evidence of a previous distal end driveline repair was observed on the 28.75¿ dl segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The hmii outflow graft was cut adjacent to its hardware, and the hardware was returned attached to the outlet elbow. The hmii outflow graft bend relief and bend relief collar were not returned. Upon disassembly of the (B)(6) , visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 8¿ dl segment wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Further inspection of the 28.75¿ dl segment wires revealed breaches in the insulation of the black, brown, and green wires approximately 28¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, brown, green, or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in low speed and pump stop events. If the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to an ungrounded power source, the resulting short could have resulted in the reported alarms and pump stop events that were confirmed through the submitted log file. The o-ring used to create a seal between the inlet elbow and the pump inlet port was partially unseated from its respective groove and was damaged. Damage to the outer silicone jacket was observed on the external driveline repair. The relevant sections of the device history records for (B)(6) and the drivelines, serial numbers 36185 and 11798 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook rev. C are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-02796 and 2916596-2023-03251. It was reported that there was a concern for a short-to-shield after their driveline was found to be covered in duct tape. The patient refused to let the customer re-wrap the driveline with rescue tape or get the driveline x-rayed. Log files revealed 2 pump stops and 2 low speed hazard alarms on (B)(6) 2023 that occurred at the end of the log file at 13:15.x-rays were taken and revealed areas of concern. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module/ mobile power unit (mpu). There were no alarms seen in the log file that occurred when the patient was connected to batteries. The log file captured a no external power event on (B)(6) 2023. These were caused by the power to the mpu being briefly interrupted. Another set of log files was sent for review and further pump stops and low speed advisories were found on both the power module and batteries. This is indicative of a phase to phase short. The log also captured several odd low power advisories, power cable disconnects, replace controller messages, and no external power alarms that occurred along with the pump stops. The patient had a driveline replacement on (B)(6) 2023, but continued to have pump stops and low speed alarms while on wall power. The patient had a heartmate 2 to heartmate 3 exchange due to the unresolved phase-to-phase/pump stop events. The log files post-exchange showed no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.